Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not possible. The device was returned without the capsule.